Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The enhanced sensor interface board (esib) was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported manifold pressure sensor failure error during start-up test. There was no patient involvement.